Event description:
It was reported that the ventilator generated a technical error indicating a failure of the control printed circuit board during start-up. There was no pt involvement. Manufacturer (B)(4).

Manufacturer narrative:
More info surrounding the event has been sought. A supplemental MDR report will be sent when the investigation is finished. (B)(4).